Event description:
The patient reported that the needle had not retracted upon removal of the pod, indicating a needle mechanism failure. Additionally, the patient reported that the pod infusion site (arm) was swollen. The patient's blood glucose level rose to 18.2 mmol/l. The pod was worn for 72 hours or longer. Treatment information was not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received partially deployed with the hard cannula extended past the needle well and visible in the exposed portion of the soft cannula. The slide insert was visible in the top housing window and the linkage assembly was in the fully deployed state. During investigation, it was observed that the hard cannula was not seated in the slide retract, indicating the hard cannula was incorrectly installed, resulting in the needle not fully retracting. Damage was observed to the slide retract due to the incorrectly installed formed needle. The hard cannula was also observed to be bent which can be confirmed as a result of the hard cannula being incorrectly installed. The incorrectly installed formed needle was confirmed to be the cause of the reported needle failing to retract. Due to the needle remaining exposed during operation, the incorrectly installed hard cannula can also be confirmed as the cause of the reported swelling at the infusion site.